Manufacturer narrative:
Additional information was added: the lot was manufactured from august 16, 2019 - august 20, 2019. Five (5) actual samples were received for evaluation. Visual inspection was performed of the four (4) samples and reddish-brown particles measuring 0.15, 0.15, 0.20, and 0.25 square mm were identified. The particles were not in the fluid path because they were embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter was verified for four (4) samples. The cause of the condition is related to a supplier manufacturing issue. Visual inspection of the remaining returned unit was performed and a reddish-brown particle embedded in the material of the tubing line measuring 0.08 square mm was identified. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). The particle was smaller than manufacturing/plant specification of 0.10 mm squared for particulate matter, therefore the reported condition was not verified for the remaining sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) small volume intermates had red particles in which four (4) of five (5) intermates had the red particle protruding slightly out of the tubing and one (1) of five (5) intermates had the red particle inside tubing. This issue was identified during setup and prior to patient use. There was no medication or solution injected. There was no patient involvement. No additional information is available.